Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged extension legs was confirmed, but the exact cause is unknown. One glidepath 23cm straight catheter was returned for investigation. Blood residue was found throughout the returned sample. The extension legs were incomplete. One extension leg extended 2mm from the proximal end of the bifurcation. The other extension leg extended 6mm from the bifurcation. The proximal segment of each extension leg, which included the luer adaptors, was not returned for investigation. The segment of each extension leg that remained attached to the bifurcation was slightly discolored. The cross section of each extension leg was microscopically examined. The extension leg that extended 6mm from the bifurcation exhibited a smooth and dull veneer with sharp edges around the perimeter of the cross section. A superficial split was observed in the external surface of the extension leg tubing less than 1mm from the sectioned edge of the catheter. The extension leg that extended 2mm from the bifurcation exhibited an uneven surface with areas of striations. Striations in the sectioned surface of the tubing are consistent with a cut made with a sharp instrument. The cross sections do not exhibit a clean cut, but it appears that the tubing was sectioned instead of tearing or breaking from tensile stresses. An attempt was made to tear the extension leg material, but the tubing would not break. A tactual investigation revealed no weakness in the material that would indicate the material was strained. It was reported that the catheter was placed on (B)(6) 2016. The extension legs were reportedly damaged on (B)(6) 2016. The catheter was used for more than three weeks without incident and the damage occurred during use; however, the exact mechanism of damage cannot be determined. A lot history review (lhr) of reas1454 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - facility reported to sales representative, that the device had to be removed from the patient because the hub broke off. On (B)(6) 2016 - additional information reported by the physician stated that while the patient was changing their clothes, the catheter got caught in their clothing. Physician reported that the patient was then "covered" in blood and panicked. Both ports had reportedly detached at the hub.